Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to the results from a sysmex ca 560 analyzer using dade innovin reagent. On (B)(6) 2018, the result from the meter at 1:19 pm was 5.5 inr. The result from the laboratory at 1:30 pm was 3.8 inr. On (B)(6) 2018, the result from the meter at 11:20 am was 2.6 inr. The result from the laboratory at 11:30 am was 2.0 inr. The patient was advised to take extra coumadin. On (B)(6) 2018, the result from the meter at 8:30 am was 4.4 inr. The result from the laboratory at 8:35 am was 3.0 inr. The patient was advised to hold their coumadin. There was no allegation of an adverse event. The patient was not anemic/polycythemic with a hematocrit of 38%. The patient was not on direct thrombin inhibitors/heparin therapy, and does not have antiphospholipid antibodies. The patient does have lupus. Per product labeling, this can interfere with the test results. The patient's warfarin dose was held since (B)(6) 2018 / the patient had no new medications, no diet change, and no bleeding or bruising. The patient was diagnosed with flu on (B)(6) 2017. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 42%, donor 2 hct: 36%. Donor 1: retention meter with masterlot strips: 2.4 inr. Customer meter with customer strips vial #1: 2.4 inr, vial #2: 2.3inr. Donor 2: retention meter with masterlot strips: 2.7 inr. Customer meter with customer strips vial #1: 2.6 inr, vial #2: 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. All results were within the acceptable range. Relevant retention test strips (lot 244031-14) were tested in comparison with the current master lot coaguchek xs pt test strip lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.